Event description:
It was reported that the customer was hospitalized and the insulin pump was not functioning. The called stated that the buttons were unresponsive and recommended having the insulin pump replaced. The called declined to troubleshoot the insulin pump. It was stated that when the customer tries to bolus, it goes to 0.0 units and did not allow her to set the bolus. It was stated that the customer treated her blood glucose of 324 mg/dl prior calling. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.